Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a heart catheterization procedure using a 6f sheath. Reportedly, the lever was returned to its original position to close the foot without resistance; however, the device was unable to be removed from the anatomy. No resistance was noted during advancement of the prostyle device into the anatomy. The device was rotated 30 degrees to attempt to remove the device without success. A cut down, surgical incision of the vessel, was performed to retrieve the device. No vessel damage was noted. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.